Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. This event is consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Event description:
An 81 year old asian male with an indication for use of the device due to acute myocardial infarction and cardiogenic shock was supported with an impella device, with the pre support clinical state consistent with scai cardiogenic shock stage experienced hemolysis. Hemolysis occurred secondary to a deep pump position and resolved following repositioning under imaging guidance. The device was explanted later that day and the patient survived. This event is consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
B1: added product problem, this was omitted in the initial in error. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: mechanical interaction with blood/hemolysis: the cause of the hemolysis issue could not be determined without the returned product for investigation and sufficient clinical details, including data log. Device in wrong position: the cause of the position issue could not be determined without the returned product for investigation and sufficient clinical details, including data log.